Event description:
It was reported that patient presented to the hospital for implant procedure. During the attempted implant, pericardial effusion was observed. The lead was removed and pericardiocentesis was performed. The lead was not used, and another lead was implanted. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.